Event description:
I am a diabetic for many years and a couple of years ago my endocrinologist prescribed to use free style libre 2 -- that product is amazing it eliminated finger sticking (which hurts a lot) and so convenient in testing my sugar all day. However, the past few months I have been getting bad products from abbott pharmaceuticals i.e. Sensor is bad per readers, product is stuck in the container when I lift it to get the sensor the needle is dislocated, sensors fall off easily, etc. These are product quality issues -- I send the bad products back so they can check and see the defected products and do a study on it. Today I had two brand new sensors that don't work I had to use a third one which depleted my supply. The products I get are paid for by my insurance company -- if my insurance orders supplies from them and sent me the products I get either a good product or a defective product and the insurance company has nothing to do with the complaint and replacement. I would expect abbott a trillion dollar or quadrillion dollar company should be more attentive and customer oriented and take care of their customers but its the reverse. Would you please help me get replacements on bad products I have them at home and I can mail them to you to include serial numbers and original containers. Abbott banned me from getting replacements---customers are banned? It is not like I am asking for freebies -- these are their products that have not passed their quality control department if they even have one. Please I need your assistance in this issue and please document my complaint I am sure of the millions of people who are diabetic I pretty sure they have got something say about this product as well. Thank you in advance.